Event description:
The customer contact reported the pt received less medication than intended. On an unspecified date and time, the device was programmed to deliver an unspecified concentration of 3 in 1 tpn (total parental nutrition), with a 1 hour taper up, a 1 hour taper down, a volume to be infused (vtbi) of 2800 ml, for a duration of 12 hours. At an unspecified time, the delivery was started. After an unspecified length of time, the homecare pt reported the device alarmed "bag is empty". At that time it was noted 300 ml remained in the container, instead of the expected empty container. The device was removed from clinical service. The physician was notified. The customer contact reported the physician ordered the remaining fluid not to be delivered to the pt. Therapy was resumed using a replacement device and a new container of tpn. There were no reported adverse pt effects and reported delay of therapy critical to this pt. Though requested, no additional info was provided.

Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 19.91 ml from an expected delivery of 20 ml. Delivery accuracy for this device requires delivery of 20 ml + / - 1 ml (+ / - 5%). Based on the data verified, hospira could not attribute the issue to the device. The device history was downloaded at the service center. A review of the device history indicates the device was programmed on (B)(6) 2012 at 1657, to deliver tpn with taper up and down, with a vtbi of 2800 ml, a 1 hour taper up, a 1 hour taper down, for a duration of 12 hours and a container size of 2850 ml. The device continued in use at the programmed rate. On (B)(6) 2011 at 2008, a new container was indicated. Between 2009 and 2012, a priming volume of 9.2 ml was indicated. At 2015, a start alarm occurred, was silenced, the delivery was started, and taper up began. At 2115, the taper up ended. Between 2214 and 2330, a distal occlusion alarm occurred 3 times. A new date of (B)(6) 2012 occurred. Between 0450 and 0451, a distal occlusion alarm occurred 2 times. Between 0715 and 0815, taper down occurred. At 0815, an end of infusion alarm occurred, was silenced and the delivery was stopped, a check cassette alarm occurred and was silenced. The review of the device history indicated the device delivered as programmed. This report represents all the info known by the reporter upon query by hospira personnel.